Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received screw shows signs of usage as the top few threads of the screw were found deformed along with the head region. The head of the screw was also slightly damaged and deformed. The screw was most likely damaged during the implantation/extraction procedure. The analysis of the screws shows that the threads below the screw head for locking screws, and the threads along the shaft for the non locking screws are very deformed, with some material stripped away. This would be the origin of the reported metal spindles.  The material stripping is due to a combination of intraoperative misalignment and over torque of some of the screws onto the plate during insertion which in turn caused stripping/fragmentation of the screw threads.  A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user-related issue. The revision of the plate and screws was most likely caused due to a combination of intraoperative misalignment and over torque of some of the screws onto the plate during insertion which in turn caused stripping/fragmentation of the screw threads. This malalignment may have led to the alleged discomfort in subsequent days. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that during a variax clavicula plate removal, whilst removing the screws and plate the surgeon noticed some metal particles in the wound. Additional information: the reason for the removal of the plate was the discomfort it caused. There was no debris left in the patient.